Manufacturer narrative:
H.6. Investigation: bd received 58 sets of samples related to 4 lots from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure mode for dislodging from holder with the incident lot was not observed. Additionally, 50 sets retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to dislodging from holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use the holder separates from the non patient end of needle with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: the holder is attached to the wingset as recommended. During use when the collection tube is introduced into the holder the pressure is causing the holder to dislodge from the wingset.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9e21b1, medical device expiration date: 2021-05-31, device manufacture date: 2019-06-26, medical device lot #: 9f12b1, medical device expiration date: 2021-06-30, device manufacture date: 2019-07-24, medical device lot #: 9f15b2, medical device expiration date: 2021-06-30, device manufacture date: 2019-07-24, medical device lot #: 9g11b1, medical device expiration date: 2021-07-31, device manufacture date: 2019-08-27." A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the holder separates from the non patient end of needle with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: the holder is attached to the wingset as recommended. During use when the collection tube is introduced into the holder the pressure is causing the holder to dislodge from the wingset.